Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that the patient received multiple shocks that did not convert the arrhythmia. The ventricular fibrillation (vf) then became very fine and was undersensed. It wouldn't be sensed. The field representative contacted boston scientific technical services (ts) to discuss programming options. Ts noted that the post shock pacing did not seem to have an effect on the arrhythmia either. The possibility of the patient having high defibrillation thresholds (dfts) was discussed. Subsequently the physician opted to explant the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode and implant another manufacturer's transvenous implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.